Event description:
Additional information received further stated that the cause of the event was due to the discrepancy of the predicted 2.4ml of baclofen remaining in the reservoir during the time of 1st refill after pump was implanted when 20ml had actually remained in the pump. It was also noted that the patient continued to have spasticity but was not hospitalized and no injury occurred. It was confirmed that the drug delivered via pump was lioresal. It was later reported that the estimated residual volume was 10ml and the actual residual volume was 20ml. It was noted that the patient would have a catheter revision done.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy and a change in therapeutic effect. On two occasions the healthcare provider had found discrepancies between the expected and actual residual volumes. At the first refill after implantation, the actual residual volume (arv) was 19ml while the expected residual volume (erv) was 3ml. On the second occasion ((B)(6) 2012), the erv was 16.2 ml, however they withdrew an arv of 20ml. The pump logs were checked, which were normal and there were no alarms. A "flow study" was attempted on (B)(6) 2012, and the healthcare provider was unable to aspirate the catheter. An acceptable bolus was calculated and a rotor study was completed, which turned out "good." The patient had a decrease in therapeutic effect. Reporter stated that the patient had some relief the first week following implantation, however that could be due to psychosomatic effect. The patient had a history of a few falls <(>&<)> provider was unsure if catheter was torn as a result. Further diagnostic testing and troubleshooting was planned. The medication in the pump was lioresal (baclofen). The plan prior to the volume discrepancy finding was to change patient's medication to gablofen, so it was unclear what the current pump medication was at the time the study was done on (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).